Event description:
Vital sign monitor (x3) was not locked in place properly resulting in dislodgement and falling into crib with patient. Patient was laying in crib and monitor fell and hit patient's forehead.